Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016. The patient reported obtaining blood glucose readings of ¿87 and 97 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient informed the csr that he manages his diabetes with insulin (self-adjuster). The patient claimed he took an increased dose of 5 units of humalog insulin on (B)(6) 2016 in response to the alleged issue and developed symptom of ¿sweating¿ 10 minutes later. There was no mention of medical treatment/intervention received as a result of the alleged issue. The patient denied that his blood glucose was tested with any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after obtaining the alleged inaccurate results with the subject meter.